Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. On initial inspection, the device was returned within an axs catalyst catheter. There was no packaging returned for this device. On visual/microscopic inspection, the retriever was extended from the distal end of the catheter with dried blood noted to the retriever. There was some slight bending/kinking noted to the distal end of the retriever core wire. On functional testing, the retriever was removed from the catheter without difficulty. A patency mandrel was advanced, and some slight resistance was met at the location of the deformation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable that the device sustained some damage/kink as a result of the difficulty to withdraw the retriever. An assignable cause of procedural factors will be assigned to the reported difficult/unable to withdraw retriever and to the analyzed retriever core wire kinked, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject stent retriever was deployed in the target vessel and strong resistance was encountered while pulling into the micro catheter lumen. The subject retriever was unable to be pulled into the micro catheter lumen and therefore, both devices were successfully and completely removed from the patient's anatomy. On removal of the subject retriever, clots were confirmed at the tip. Post operative imaging showed improved perfusion with thrombolysis in cerebral infarction (tici) score of 3. Procedure was completed without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject stent retriever was deployed in the target vessel and strong resistance was encountered while pulling into the micro catheter lumen. The subject retriever was unable to be pulled into the micro catheter lumen and therefore, both devices were successfully and completely removed from the patient's anatomy. On removal of the subject retriever, clots were confirmed at the tip. Post operative imaging showed improved perfusion with thrombolysis in cerebral infarction (tici) score of 3. Procedure was completed without clinical consequences to the patient.